Manufacturer narrative:
A follow up medwatch will be submitted when further information becomes available.

Event description:
The complaint was received from a survey, that is performed anonymously. It was reported that percutaneous insertion kit (pik) for hls cannula, the guide bends easily in the tissue, often requiring the use of a stiffer guide. Since the reported failure has occurred during insert, and could cause vessel damage, the complaint is reportable. Complaint #(B)(4).